Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips misaligned in the device; the clips were sideways in the jaws and then ejected from the device. The device was not used on the patient; they were test firing the device before using it on the patient. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Started with the 1st clip and continued for the next few clips and then a new device was opened. What vessel or structure was the device fired on at the time of the event? Test firing prior to using on the patient. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? Yes, the surgical tech.